Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip ejected at the 1st firing. Also, the trigger did not return to the home position and the jaws did not open after that. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon review of additional information received below, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received for the event: it was reported that during a laparoscopic sigmoidectomy procedure, the clip ejected at the 1st firing without being fed into the jaws and the clip fell into the patient. As the fallen clip was retrieved from the patient with a forceps via a trocar, no clips were left inside the patient. Then, the trigger did not return to the home position and the jaws did not open. Finally, the jaws were opened manually. The jaws did not clamp the patient¿s tissue. The device did not clamp something hard. There was no unexpected resistance in grasping the trigger. Also, there was no unexpected noise. There was no torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient.